Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The items at hand all had discolorations on different areas of all the instruments. Iron oxide on all red-brown areas was detected, which were recognized as flash rush in the cannulation of the inserter and as corrosion of the material with sensitive materials as is the case with the wrenches. The corrosion is initiated on the weakest areas through longer operating times and-or predominantly through the processing of the instrument. Furthermore, the organic residues and cleaning material residues which were not removed correctly lead to an aggressive atmosphere and contribute to the recurrence of corrosion. No negative influences in terms of the material quality could be detected among the examined instrument. The macroscopic examination of the inserter revealed slightly worn areas and light damages on the surface caused by the normal use of the instrument. Using an endoscope the cannulation of the drill guide was examined and red-brown discolorations were detected in the entire cannulation. Furthermore, a deep, darkly discolored scratch was found. The implementation of the guide wires could have resulted in this damage. No further abnormalities were detected by the scanning electron microscope (sem). The energy-dispersive x-ray analysis (edx) of the particles which were extracted from the cannulation had traces of carbon, oxygen, iron, titanium and chromium and a small concentration of silicon, sodium, calcium, phosphor and sulfur. It may be a matter of iron oxide with organic residues such as blood which were not completely removed from the cannulation. Some of the particles exhibited a high content of titanium. Material removal and deposits in the cannulation could have occurred through the friction on the guide wire during the insertion of titanium implants.

Event description:
Pfna instruments display rust residue. This is 1 of 4 reports for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.